Manufacturer narrative:
One device was returned for repair with complaint of motor error code 41622. Investigation of service history shows that no previous repairs were noted within the last 12 months. Review of event history log confirmed the customer reported issue of error code 41622. Visual/functional testing was performed. The customer reported issue of motor error 41622 was confirmed through functional testing. The motor noise sounds stiff. The reported issue was caused by exchange of motor sensor, motor and the cleaning / lubricating of the gears. The repair activities included the exchange of motor sensor, motor and the cleaning and lubricating of the gears.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had motor error number 41622. There was unknown patient involvement.